Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was inserted and placed on the mitral valve. However, while attempting to deploy the clip, failure to provide the correct deployment instructions occurred, and the physician continued to retract the lock knob release slider without lifting the lock line release latch. As a result, the lock line remained fully attached to the lock knob. During this process, the clip opened slightly, and the mr increased. A decision was made to grasp the leaflets again, but reinserting the lock knob in its original position and unlocking the clip was not possible. Troubleshooting was performed to access the lock line, and the physician clamed the lock line ends to unlock the clip. The clip was then removed and replaced. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All information was investigated and based on the information provided by the account, the reported improper or incorrect procedure or method is associated with the user not lifting the lock line release latch during clip deployment prior to retracting the lock knob release slider, resulting in the reported unintended movement associated with clip opened while locked. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 4012.

Event description:
N/a.